Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture ingress into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/23/2014 with the following findings: the battery compartment and battery cap were found to be undamaged. The battery cap was able to be secure properly to the pump. Moisture was observed within the battery compartment. The pump passed leak testing: no leaks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.